Event description:
Hill-rom received a report form the account stating the right head siderail would not latch. The bed was located at the account in the hca storage. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the siderail not latching due to the siderail pin missing. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventive maintenance on this bed. The technician replaced the siderail pin to resolve the issue. Based on this info, no further action is required.